Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed an error which appeared while delivering shock in operation check. There was no patient involvement.

Manufacturer narrative:
The customer confirmed the issue. The customer was advised to replace the control pca.